Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer phone call stated that the sensitive gum care brush heads kept coming off while they were brushing. No injury was reported. Follow up: consumer stated that the product has been disposed of. No injury was reported.